Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a random spike greater than 2,000 ohms. Boston scientific technical services discussed a potential connection issue lead to device header. It was noted that there were no stored episodes with noise and the patient is not dependent. No adverse patient effects were reported. The ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a random spike greater than 2,000 ohms. Boston scientific technical services discussed a potential connection issue lead to device header. It was noted that there were no stored episodes with noise and the patient is not dependent. No adverse patient effects were reported. The ICD remains in service.